Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient called as the power cord was burnt and hot to touch. The company representative opted to send a new power cord. The communicator was returned for analysis. No adverse patient effects were reported.